Event description:
It was reported that an exactamix vented, high-volume inlet had black particles inside the packaging. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred either on 25 february or march 11, 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. Correction: d4. H4: the lot was manufactured in february 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.